Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon claimed that the medium-large clip applier instrument clip would not close appropriately, the instrument failed to close or complete the clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-oct-2024: it was unknown if the instrument was inspected prior to use. The issue with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip was not closing when the jaws closed, multiple clips were trialed to see if it was a faulty clip. The issue was not related to unexpected motion of the clip applier while attempting to clip; however, the issue was related to an unsuccessful clip closure. The issue was not related to the clip opening after the closure of the clip. A medium-large green weck clips were used for the procedure. It was noted that the vessel or tissue bundle was not greater than what is specified in the instructions for use (IFU). The issue occurred during the first clip application. A new clip applier was used to resolve the issue.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. Other backend components adjacent to the broken inputs did not show damage.

Event description:
Refer to h11 for follow-up information.